Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing pacing impedance. The lead safety switch (lss) was triggered after the lead exhibited high out of range pacing impedance. It was also noted that there was loss of capture (loc) and high capture thresholds. The patient also experienced diaphragmatic stimulation due to the lead programming. Technical services (ts) discussed potential reprogramming options or continuing to monitor. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2131. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The lead remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing pacing impedance. The lead safety switch (lss) was triggered after the lead exhibited high out of range pacing impedance. It was also noted that there was loss of capture (loc) and high capture thresholds. The patient also experienced diaphragmatic stimulation due to the lead programming. Technical services (ts) discussed potential reprogramming options or continuing to monitor. The lead remains in use. No adverse patient effects were reported.